Event description:
During robotic thoracic surgical procedure, robotic stapling device did not fire completely. Outermost row of staples was still in the staple load after stapler fired resulting in small amount of bleeding at staple line. No error message generated by da vinci system when stapler fired. New staple load opened and inserted into same staple gun. When surgeon attempted to use stapler, system responded that there was too much tissue between the jaws of the stapler. Surgeon repositioned stapler. Same error message received. Stapler removed from service. New stapler with new load opened and used without incident. Event reported to intuitive rep. Reference reports: mw5148325, mw5148326.